Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) machine was displaying an error message "leak in iab catheter". There was no harm or injury.

Manufacturer narrative:
Updated fields: b4,b5,b6,b7,d10,e1(initial reporter name,event site email),e2,e3,g3,g6,h2,h6(health effect ¿ impact codes).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) machine was displaying an error message "leak in iab catheter".there was no patient involved and no harm or injury.

Event description:
N/a.

Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h11. Corrected fields: h4.

Manufacturer narrative:
Updated fields: b4, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected field: b5, h6 (medical device problem code). A getinge field service engineer (fse) states, checked the machine and after the iab leak catheter error message is coming then check the machine and found there is a leak in vacuum and pressure. Further check and found this leakage could be through drive manifold so need to drive manifold for further test in the machine. The 5000 hour maintenance kit is also need to replace. Replaced the drive manifold (0104-00-0018) from customer then check the machine and found machine is working ok. All pneumatic tests are passed machine handover to customer for clinical use.

Event description:
It was reported before use that the cs300 intra-aortic balloon pump (iabp) machine was displaying an error message "leak in iab catheter". There was no patient involved and no harm or injury.